Event description:
Type of procedure or technique used: anterior cervical discectomy and disc replacement levels implanted: c4/5 c5/6 it was reported that, intra-op, the drill bit snapped in use. The yanker was used to remove bit through suction. The broken drill bit was identified and satisfactorily disposed off. The product came in contact with the patient. The product broke. No fragment of the product remained in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4): neither device nor applicable images were returned, hence the cause could not be determined.